Event description:
A healthcare facility in (B) (6), reported that a pt stated that they saw sparks and flames that seemed to come from around the power switch of their hc221jhu CPAP humidifier. The pt immediately turned the unit off and discontinued using it. There was no pt injury.

Manufacturer narrative:
(B) (4): we have made several requests for the return of the device and for photographs, but these have so far met with no success. We are continuing to strive to obtain the device for investigation, and will provide a follow up report when we have further info.